Event description:
Procedure type: spinal fusion. According to the reporter: there was small fluid retention caudal part mesh implant. Start date: (B)(6) 2012. Severity: mild. Relationship to device: definite relationship. Outcome: ongoing. Nodular scar caudal part mesh implant found during CT scan. Add'l info requested.

Manufacturer narrative:
(B)(4).